Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of mesh removal/revision during mesh implantation due to dyspareunia secondary to mesh, recurrent stress urinary incontinence, incomplete bladder emptying, urethral hypermobility, post void dribbling, and left paraurethral mesh fiber exposure. It was reported that the patient underwent mesh removal/revision on (B)(6) 2007 due to dyspareunia secondary to mesh, recurrent stress urinary incontinence, incomplete bladder emptying, urethral hypermobility, post void dribbling, and left paraurethral mesh fiber exposure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06814. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.